Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400mg/dl. Customer called in stating that they change the infusion set, as she was running high blood glucose of 400 mg/dl. Customer mention that she did not have no site issue, no bent tubing. The device will not return for analysis.